Event description:
In 2008, the pt's dietician called for assistance changing the pt's basal rate profile. She was instructed how to make the changes. She then reported that pt had been experiencing low blood glucose (30-40 mg/dl) when he wakes up and his blood glucose has been elevated during the day, because he is not bolusing. The pt's diabetes educator went on to report the pt's blood glucose measured 35-40 mg/dl at 9:30 am on the event date. He then ate breakfast and felt better. She stated that since beginning use of the infusion device he has had elevated readings of 300-400 mg/dl and "hi" (over 500 mg/dl) on his blood glucose monitor and he has experienced vomiting as a result. The pt's target blood glucose range is 160-180 mg/dl. The pt stated that he did not know how to perform a bolus with the infusion device and he had been injecting insulin via syringe. Upon follow up with the pt nine days later, he stated he has been "doing okay" and "has had his lows and his highs." He met with a company rep for add'l training on the infusion device and stated he now feels comfortable bolusing through the infusion device. No prod will be returned for eval.

Manufacturer narrative:
No prod will be returned for eval.